Event description:
It was reported that the rv (right ventricular) lead had low sensing, no capture at max output, increased pacing threshold, and it was noted that the suture sleeve seemed to be split or cut with possible lead damage underneath the sleeve. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was breached cut. It was noted that there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. It was also noted in analyst visual comments that the outer tubing, outer insulation, and inner insulation were cut with the anchoring sleeve also being cut. The large amount of blood ingress through the lead suggests that it was cut prior to the final explant.